Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed. Visual analysis of the photographs identified . Broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: implant rupture and collapse of the inner membrane with a mixture of silicone and water.

Event description:
Healthcare professional reported "implant rupture and collapse of the inner membrane with a mixture of silicone and water. No silicone extravasation "diagnosed by MRI. This relates to right side. Device has been explanted.